Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/26/2019. Device evaluation summary: it was reported that a 46-year-old caucasian female underwent primary breast augmentation with a 325cc mentor memorygel breast implant and experienced left sided rupture post procedure. Upon receipt by mentor the gel contained in the device appeared clear. No foreign material was observed within the device. Gel was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 2.2 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 3/1/2019. In addition to the rupture reported previously, bilateral ptosis, left sided calcifications surrounding the implant, and right sided baker's grade iii capsular contracture were noted. See 1645337-2019-09733 for the right sided prosthesis report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 325cc mentor memorygel breast implant, catalog #3507325bc, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a 325cc mentor memorygel breast implant and experienced left sided rupture post procedure. The rupture was noted when the device was being explanted on (B)(6) 2019. Bilateral prosthesis replacement with 450cc mentor memorygel breast implants was performed with explant.